Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a patient death it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, friable leaflets, severe heart failure, and low ejection fraction (ef). An xt clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. Shortly after removing the devices from the anatomy, the patient blood pressure increased. It was then observed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the posterior leaflet to tear and mr returning to a grade of 4. To stabilize the slda, two additional clips were implanted. However, mr was unable to be reduced. On (B)(6) 2022, the patient went into kidney failure and passed away. It was noted the patient declined dialysis. The physician suspected the tissue damage caused by the implanted clip contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported incomplete coaptation/single leaflet device attachment (slda) per the physician is related to patient morphology/pathology (friable leaflets). Unspecified tissue injury resulting in the cascading effects of hypertension, mitral valve insufficiency/regurgitation (mr ¿ unchanged) and renal failure appear to be related to the slda which was due to the patient anatomy. Death was related to renal failure. The reported patient effects of hypertension, mitral valve insufficiency/regurgitation, renal failure, tissue damage and death are known possible complications associated with mitraclip procedures. Unexpected unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott medical affairs senior director. The reviewer stated that ¿the patient had severe, functional mr involving a2/p2 and a ¿low¿ ef. Patient was noted to have friable leaflets. Mitraclip procedure was performed on (B)(6) 2022 with a single xtw. The cds and scg were removed; as final images were being recorded/evaluated, the patient developed hypertension. Imaging showed severe mr and an slda with clip attached to the amvl. A tear in the pmvl was suspected. Two additional xtw clips were implanted, however, the mr remained severe and physician suspected this was due to a tear in the pmvl. The patient developed renal failure and declined dialysis. The patient expired on (B)(6) 2022. The patients death is not directly due to the mitral clip. The patients developed a probable leaflet tear in the pmvl and associated slda due to friable leaflet anatomy as reported by the physician. The deployment of additional clips did not improve the severe mr. The severe mr associated with the leaflet tear and associated slda likely led to a cascade of events such as progressive chf and renal failure due to low cardiac output. The patient had eventual progressive renal failure and declined hemodialysis and expired. The progressive renal failure was the primary cause of the patients death.¿